Manufacturer narrative:
(B)(4). No product returned. Product met all release criteria. Device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicate use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports he cut his finger while using direct check quality control. The "glass punctured the plastic tube and cut right index finger." He was not using the protective sleeve. The customer washed the cut and applied antiseptic. No report of serious injury, or administration of medical treatment. Medical safety data sheet will be provided to customer. Directcheck does not contain human blood products.